Event description:
It was reported the device was used during a laparoscopic hernia procedure. It was reported the staples from an oms20 malformed when fired into cooper's ligament. The surgeon precocked the device before firing. A second oms20 was opened and the same difficulty was experienced.